Manufacturer narrative:
Additional information was received from reporter stating that neither t1 or t2 anchors were inserted in the meniscus. This additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event as there is no implant deployed into the patient. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during an meniscus refixation ask the ultra fast-fix thread was not running well so the slip knot could not be fixed properly. The implant was removed. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.